Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The system worked upon initial inspection. Deleted and reinstalled software and firmware. Performed a system check out, returned to customer use. Acquired error logs. A software investigation was also completed, and error logs were analyzed. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that the imaging system was unable to acquire a 3d navigated spin. It was reported that there is a green (ready) status displayed on the navigation system. When the button is pressed to acquire an image, the rotor rotates into position and confirmation 'beeps' are heard from the navigation system, but a spin is not acquired. The 2d imaging reportedly functioned normally. The system was rebooted 3 times and all cables/connections were re-seated 3 times, all without resolution. The use of the imaging system and medtronic navigation were discontinued because of this issue. The procedure was completed successfully with the use of a c-arm, after a reported delay of less than one hour. The patient was not impacted.